Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. Received a call from an lpn with the center for allergies and asthma area and she is requesting assistance with identifying the elements of vega knee. She has a patient that is reporting an allergic reaction to what she believes are the components to vega and she needs to know what it is made of to conduct an allergy panel to determine what is causing the reaction. She says that the patients procedure was over a year ago and has attempted to obtain this information from the surgery center that performed the procedure and she was unable to get a response. Patient injury and surgery involvement not reported. *patient experiencing pain and stiffness. Visits with original surgeon doesn't indicate any issues with device. However, patient has gone to outside source for allergy testing.